Event description:
Pt underwent orthopedic repair of rotator cuff injury using three (3) bioabsorbable corkscrew anchors. Pt presented with recurrent failure of rotator cuff. MRI revealed recurrent tear of supraspinatus tendon with musculotendinous junction retraction and supraspinatus muscle atrophy. Recurrent rotator cuff tear repair undertaken. During surgical procedure, one of the cockscrews found bent but still secured in bone. Muscle had pulled away from head of corkscrew. Also discovered a trough where one of the corkscrews had broken off. The tear was repaired using three #1 tycrons sutures to attach a full thickness layer of rotator cuff to the trough.